Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and a refractive surprise was noted. The lens was removed and exchanged for a different power toric lens and this resolved the problem.